Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, trends, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The complaint history indicates this is the second complaint regarding leakage for this lot number. Based on the information available, it was determined that the root cause of this event is related to the valve. Measures have been previously initiated to address the root cause. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As reported by the (B)(6), through the adverse incident event reporting process, the manufacturer was informed that on 6 dec 2016 a ¿haemostatic valve failed. Leaking heavily after insertion.¿ the type of injury was reported only as ¿minor¿. There have been multiple attempts requesting additional information pertaining to this event, but a response has not been received at the time of this report.